Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the caller asked about running arctic sun device in manual control for therapy since they have a broken temperature cable. Advised they have received a call from this facility more than once and they need to reach out to biomed for replacement cable. Caller then identified himself as being with biomed and stated they were under the impression that there was a way to place the device in manual control. Explained manual control was for functional testing of the device only. Manual control was not indicated for therapy on patient because it was a safety issue. Noted device would not be responding to the patient temperature (pt) and did not place in manual control. Per biomed tech via phone on 01feb2024, it was reported that the bd representative brought the temperature cable to the facility. Once this cable was replaced, the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller asked about running arctic sun device in manual control for therapy since they have a broken temperature cable. Advised they have received a call from this facility more than once and they need to reach out to biomed for replacement cable. Caller then identified himself as being with biomed and stated they were under the impression that there was a way to place the device in manual control. Explained manual control was for functional testing of the device only. Manual control was not indicated for therapy on patient because it was a safety issue. Noted device would not be responding to the patient temperature (pt) and did not place in manual control.